Event description:
The customer reported that the avea ventilator shows ext high peak, circuit occlusion and high peak alarm on the screen without connecting any connection. Furthermore, there is no patient involvement with incident.

Manufacturer narrative:
(B)(4). The suspect device/component was not returned for evaluation. Therefore, no root cause could be determined. However, the customer placed an order and part was shipped. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
"Device evaluation: g3, g6, h2, h3, h6 and h10. Result of investigation: the vyaire failure analysis laboratory received the suspect component and performed a failure investigation. The uut (unit under test) was visually inspected, there were no visible defects, damage, or contamination. The reported complaint was confirmed and duplicated. Reported issue is isolated to drift railed high a/d counts which can be referred as a known issue in CAPA ca-2015-0273."